Event description:
The patient was in radiology, was noticed by radiology technician that patient had blood on gown and bedding, investigated to find that peripheral IV catheter had separated from tubing.